Event description:
It was reported that during a laparoscopic ventral hernia repair the device "disintegrated the jaws" when activated. The plastic jaw came off and was removed from the patient. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Final device investigation found that the device was returned with contaminants on the tip and the tissue pad broken off the clamp arm and returned separately. The pad was split in two pieces, burned and melted. Upon evaluation, the device passed mechanical and electrical testing. The device history record was reviewed and no discrepancies were noted.